Event description:
It was reported that the patient was at the healthcare central for a dressing change on (B)(6) and states that the staff had problems flushing the catheter (slow). The patient came to us for medical treatment the same day to have the catheter fixed. According to colleague's note, there had been a stop when flushing. (B)(6) nurse observed and retracted the catheter 2 cm, then flushing and backflow without remark. The patient returned today ((B)(6)2024) for treatment. After uncomplicated repositioning, fluid leaked when flushing the catheter, the fluid came from the attachment device (securacath). The securement was opened and a hole at the 3 cm level was discovered. The catheter and attachment device were taken out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device failure was first found on (B)(6)2024 but after repositioning the catheter it worked until the patient returned on (B)(6)2024 and it was then removed. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient was at the healthcare central for a dressing change on 20/11 and states that the staff had problems flushing the catheter (slow). The patient came to us for medical treatment the same day to have the catheter fixed. According to colleague's note, there had been a stop when flushing. Piccline's nurse observed and retracted the catheter 2 cm, then flushing and backflow without remark. The patient returned today (B)(6) 2024) for treatment. After uncomplicated repositioning, fluid leaked when flushing the catheter, the fluid came from the attachment device (securacath). The securement was opened and a hole at the 3 cm level was discovered. The catheter and attachment device were taken out. No other information was provided.